Manufacturer narrative:
Concomitant medical products: erbe electrosurgical generator taewoong guide wire 0.035, unknown reference part number investigation evaluation: an evaluation of the returned device confirmed the report of incorrect cutting wire orientation. During our laboratory analysis, the sphincterotome was advanced through a duodenoscope that was placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (olympus model number tjf-160v). The catheter exited the endoscope with the cutting wire facing 3 o¿clock. The device was then bowed and the cutting wire was facing 3 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). The sphincterotome catheter was subjected to a close visual examination and twisting of the tubing was observed at the distal end. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. The device history record for the lot number said to be involved could not be reviewed because a lot number was not provided. Investigation conclusion: responses to additional questions indicated that the distal end of the device was formed manually. The instructions for use advise the user: "do not apply manual pressure to tip or cutting wire of sphincterotome in an attempt to influence orientation, as this may result in damage to device." This is the most likely cause for the reported observation. Prior to distribution, all tri-tome pc protector sphincterotome are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user manually formed the sphincterotome tip, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) and endoscopic sphincterotomy (est), the physician used a cook tri-tome pc protector sphincterotome. For ercp cannulation and est, the physician inserted the sphincterotome into the endoscope with another manufacturer's wire guide, and tried to access the ampulla. The direction of the sphincterotome tip was not at the 11 o'clock direction. He could not access the ampulla and used another manufacturer's device for cannulation. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.